Event description:
Pt wanted to lay on the floor and got out of bed and fell. Monitor did not alarm, and staff reported that the battery seemed slightly out of alignment in the battery compartment. Pt was taken by ambulance to the hospital and had a hematoma on her forehead, but no fracture and was originally sent back to the facility. The resident later vomited on (B)(6) 2013, and was admitted to the hospital status post fall, where the pt stayed for approx one week, but did not require surgical or other interventions.

Manufacturer narrative:
Add'l model #: 92030. Monitor was fully functionally tested and operated according to MFR's specifications. Due to the report that the battery was not properly seated in the compartment, the monitor was impacted against the bench during testing several times to see whether the battery could be shaken loose. The battery held in place and continued to power the alarm during bench testing. Pad was folded as rec'd, but did not properly arm the monitor on testing. Some connection was noted, but full connection could not be made. No major evidence of user damage was found, pad was opened and inspected, no mfg defects noted. Engineering was called to investigate the pad because cause of no connection could not be located. Engineering continuity testing revealed that there was an intermittent open circuit in the pad cord which did not allow proper arming - likely caused by cord stretching or twisting. See scanned page.